Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify off no power alarm, low battery alarm due to blank display. The insulin pump had scratched display window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump switched off without alarm for several times. The customer mentioned that they experienced high blood glucose with ketones. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.